Event description:
On (B)(6) 2010, clinical specialist reported concern with occlusion (e4) errors, which has been ongoing for 1 year. Pt tried 3-4 different types of infusion sets and changed infusion sets 2 times per day due to occlusions. She also changed adapter, battery, battery cover, and insulin cartridge per spec and occlusions persisted. Pt stopped using infusion device and started injection therapy. For the first two days, she was "fine." Pt then experienced hypoglycemia on days 3 and 4 without infusion device. Ambulance was called for one low blood glucose episode and pt refused to go to the hospital. Then, pt had a low blood glucose of 11 mg/dl and lost consciousness. She was transported to the hospital. Pt restarted infusion device therapy when she left hospital. Occlusion errors recurred after being on the infusion device for 2 weeks. Pt stopped using infusion device again and started injection therapy. Injection therapy is "working", but pt has elevated blood glucose near 500 mg/dl during the morning hours. Clinical specialist believes occlusions are due to insulin. Previously, pt used apidra insulin and occlusions resolved. She is unable to afford this insulin and will not be able to continue using it. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.